Manufacturer narrative:
The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received.

Event description:
Related manufacturer reference number: 3006705815-2023-01133. It was reported that the patients leads showed low impedances and caused uncomfortable stimulation when active. Surgical intervention may be taken at a later date to address this issue.

Manufacturer narrative:
Date of event is estimated.

Event description:
Additional information received indicates that during surgical procedure on (B)(6) 2023, extensions were removed and leads were tested intraoperatively and showed not impedance issues. No intervention was done for the leads thus making them no longer reportable for the issue.